Event description:
It was reported the customer received a sensor error alert on their insulin pump. The customer's blood glucose was 427 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer's blood glucose declined to 74 mg/dl after treatment. Customer also believed the sensor error alert was caused by blood on the customer's sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.